Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was experiencing hyperglycemia. The customer's blood glucose value was 551 mg/dl. Customer reported that infusion set was kinked and blood glucose spiked up. Customer declined to troubleshooting for any issue reported and stated she changed everything out and it was working all good now. Customer treated high glucose with manual injection and she stated she had high ketones. Customer also stated was in auto mode when she went really high. The devices will not be returned for analysis.